Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-08. H6: investigation summary samples and photos of the phaseal n35 injector from batch 2007012 involved in the event were received for investigation . Upon visual inspection of the injector in the photo it can be concluded: the luer lock portion of the injector remained on the luer lock portion of the syringe, no anomaly was observed in the injector that could cause the luer lock to break. A review of the device history for lot 2007012 was performed and no deviations or non-conformances were identified during the manufacturing process that could have contributed to this problem. Five retained samples from the same lot were used for further evaluation. The entire product was visually inspected and no damage or defects were observed on any of the injectors. All samples were properly connected to a syringe, shield and vial. Again, the liquid was aspirated correctly and was able to move between the vial and syringe without problems, no leaks or luer breaks occurred. The product undergoes a series of visual and functional evaluations throughout manufacturing, including verification that all critical dimensions are within specification. Based on our investigation and evaluation of the sample, we are unable to identify a cause of rot related to our manufacturing process at this time.

Event description:
It was reported injector luer lock n35j had a broken luer connection. The following information was provided by the initial reporter, translated from japanese: "after connecting the injector to a syringe, the hcp aspirated the solution, and the injector was then broken during its operation."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported injector luer lock n35j had a broken luer connection. The following information was provided by the initial reporter, translated from (B)(6): "after connecting the injector to a syringe, the hcp aspirated the solution, and the injector was then broken during its operation."